Event description:
It was reported that a patient with parkinson's disease underwent a deep brain stimulation procedure. Following the procedure, the patient experienced postoperative discomfort and pain at the chest implant site. The physician recommended the use of a skin growth factor, which led to improvement in the condition. Additionally, there was a report of something growing at the extension site, accompanied by festering and the presence of pus. After the physician prescribed medication, the white festering resolved, leaving a red dot at the extension site. The patient was treated with cephalosporin for seven days, but the red dot persisted without further change. The patient did not experience any other discomfort. The patient and physician maintained ongoing communication throughout the event. The issue was reported as resolved at the time of this report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.